Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had experienced inadequate stimulation and charging issues. It was also noted that the patient experienced pocket site discomfort and had some bruising. The patient underwent an ipg replacement procedure.